Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5038s-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high, undefined impedance and non-capture at maximum output. The lead was capped and replaced. It was reported that the right atrial (ra) lead exhibited diminished p waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.